Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed on (B)(6) 2026. During planning CT on (B)(6) 2026 it was found that the balloon appearance on CT was not as expected. A discussion with the physician revealed that the balloon was intentionally filled with contrast media rather than saline as specified in the product's instructions for use (also emphasized during physician's training). The patient underwent an additional procedure where the contrast media was removed from the balloon and replaced with saline. The investigation findings suggest that the root cause of the event is related to abnormal use rather than to a device-related issue. The patient did not present any clinical symptoms, and his radiation treatment was delayed for approximately 1 month.